Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim verify screen with a pinkish contrast. Auditory and vibratory features were operational. The keypad cover was found to be peeling from the base while all the buttons were responsive. Removal of keypad cover did not find any contamination under the button contacts. A battery compartment crack was found at the case seal below the grip pad. (B)(6)

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored and the battery compartment was cracked. This report is made based on the results of investigation completed on 12/02/2015.